Event description:
It was reported that the barcodes on the inner package could not be read through a bar code reader. However, each of its numbers was able to be inputted. The bar codes on the outer box (which contains 10 inner packages) can be read without any problem. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Three used samples were returned for evaluation, in new condition with its original closed packaging. Visual and functional testing were performed. Visual inspection found no discrepancies were observed. Functional testing found that the barcode could be read without problems. Based on the sample analysis, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).